Event description:
It was reported that the device had recently updated the drug library to v12.1.2 and customer inadvertently enabled the neoi continuous, disabled neoi intermittent. Upon further discussions, it was determined that it was the flush that was alarming immediately as is expected behavior. Cpc provided information on how to disable this feature if needed. There was no information on patient involvement.

Manufacturer narrative:
Initial reporter addr 2: (B)(6). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.